Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the production review performed, no manufacturing deficiencies were noted. It should also be noted that, moderate pvl was noted after implant, but surgery was completed. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed that the valve was implanted on (B)(6) 2024. Reportedly, moderate pvl was noted after the surgery, but the surgery was completed. At the follow up examination, it was noted that pvl got worse, and the valve was ultimately explanted on (B)(6) 2024 and replaced with epic 19 valve.